Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detachment of device or device component. Block e1: initial reporter facility name: (B)(6) hospital. Block h11: the returned sensor wire was analyzed, and during the inspection, it was found that the sleeve was detached from the wire, thereby confirming the reported event. Based on the investigation, the excessive force applied during the removal of the wire likely caused the detachment of the urethane tip, resulting in the guidewire becoming unraveled and kinked. Following the analysis of the sleeve detached, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that after unpacking, it was found that the loop fell off. However, further information confirmed that the sleeve was detached. The procedure was completed with another of the same device, and there were no known patient complications reported.